Manufacturer narrative:
The device was powered up properly after battery installation. Unit received with operating currents within specifications. Unit passed selftest, rewind, seating, basic occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit received with the insulin flow blocked alarm functioning properly. Low reservoir alert functioning properly during testing. No unexpected low reservoir alarm noted during testing using a water fill test reservoir. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance the mother board. After disconnecting and reconnecting the internal battery connector on the mother board, the pump was monitored and functioned properly. Unit received with corroded battery tube.

Manufacturer narrative:
The information related to event date has been updated and provided in this report.

Event description:
Customer reported that on (B)(6) 2017 he woke up with high blood glucose of 28.6mmol/l. He changed the entire set but the blood glucose did not decrease. He went to the hospital for a few hours. Customer said that batteries are empty within 24 hours. Customer had low reservoir and replace battery now alarms without prior low battery alarms. There were no occlusion alarms. Pump passed high pressure test. Pump was used at the time of the incident.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with the insulin flow blocked alarm functioning properly. Low reservoir alert functioning properly during testing. No unexpected low reservoir alarm noted during testing using a water fill test reservoir. Insulin pump trace download analysis confirmed the insulin pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was 28.6 mmol/l. Troubleshooting for the alarm was performed. Customer received the replace battery now alarm multiple times without a low battery alert. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.